Event description:
The customer reported the set ballooned during an infusion. Thymo was infusing and the customer noted there are absolutely no IV pushes or IV piggyback medications that are supposed to be infused through the tubing with this medication. There was no report of patient harm or medical intervention. No additional patient or event details were provided by the customer.

Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the affected product be received for evaluation.